Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage is suspected, although not confirmed. Provocative testing was performed and revealed no anomalies. The event was resolved by reprogramming the device. The patient was in stable condition.